Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexl0687 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a perforation of the catheter. There was no difficulty with insertion of the catheter. The event occurred at the end of placement after flushing the catheter. The catheter was cut and repaired. The patient is okay. The patient was calm prior to the PICC insertion. Xylocaine was used during the insertion. Saline was used to flush the line, clorhexidine was used to clean the catheter and exit site.